Manufacturer narrative:
Add'l info has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's atty alleged that the pt expired, which was alleged to have been caused by the product administered to the pt for dialysis treatment.